Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert appeared around the time issue began. There was no reported impact to the customer¿s blood glucose level. Customer used original charging cable and wall adapter with a working outlet as instructed, pump began charging after remaining connected for at least 30 minutes, pump did not shut down or become unable to turn back on, and no further assistance was required.